Event description:
It was reported that the patient had a surgical procedure to downsize an artificial urinary sphincter(aus) cuff. The cuff placed at the original surgery was too large for the patient. No patient complications were reported.